Manufacturer narrative:
(B)(4). Date sent: 9/6/2023 d4: batch # 272c62 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25p device packaging arrived with a damaged corner. Additionally, the secondary packaging was received with the primary device packaging analysis. The secondary packaging showed significant damage to the corner of the carton corresponding to the corner damage seen on the primary packaging. The tyvek package had blister damage, possibly from hitting a hard surface. The cause of this damage is traced to a storage/transport issue. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Based on the packaging damage, the reported condition is confirmed. A manufacturing record evaluation was performed for the finished device batch number 272c62, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the package was cracked before the package was opened. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.